Event description:
The user facility reported that the angio-seal arteriotomy locator did not click into place within the angio-seal delivery sheath. The audible sound and tactile feel was absent. The tech stated that she held the arteriotomy locator in place while the doctor advanced the delivery sheath and gained position to deliver the angio-seal. The procedure prior to using the angio-seal device was a lower extremity angiogram. The estimated blood loss was less than 250cc. There was no patient injury and/or medical or surgical intervention required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.